Event description:
The customer contact reported the patient received less medication than intended. On (B)(6) 2010 at an unspecified time, the device was programmed for continuous delivery of 5fu (fluorouracil) 4 gm/100 ml, at a rate of "2.5 ml/hr or 3 ml/hr", and the delivery was started. No further programming parameters were provided. The customer contact indicated the duration of the delivery was reportedly 40 hours. After an unspecified length of time, the patient returned to the physician's office. At that time, it was reported an unspecified volume of medication was remaining in the container, instead of the expected empty container. The physician was notified. It was reported that the remaining medication was delivered to the patient over a reported several hours using the same device. The device was removed from clinical service. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received on (B)(4) 2010. The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.26 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the manufacturing facility. A review of the history on (B)(4) 2010 between 0040 and 0044, the device was programmed for continuous only delivery in ml, at a 2.3 ml/hr rate, with a 110 ml vtbi (volume to be infused), 0 ml/hr kvo (keep vein open) rate, a 110 ml container size, and the delivery was started. On (B)(4) 2010 at 0000, new date stamp was indicated. At 1102, delivery was stopped. At 1103, the device was reprogrammed to deliver at a 3.5 ml/hr rate. At 1106, a start alarm occurred and delivery was started. At 1107, an empty container alarm occurred and delivery was stopped. At 1108, a 150 ml vtbi and a 150 ml container size were programmed and delivery was started. On (B)(4) 2010 at 0000, a new date stamp is indicated. At 0258, a check cassette alarm occurred, was silenced, delivery was stopped and a power loss alarm occurred. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).